Event description:
It was reported that this right atrial (ra) lead was exhibiting high out of range measurements above 2000 ohms and loss of capture at high capture outputs due to fracture. An x ray analysis was performed. This ra lead remains in service. No adverse patient effects were reported. Additional information was received and this ra lead has been explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was exhibiting high out of range measurements above 2000 ohms and loss of capture at high capture outputs due to fracture. An x ray analysis was performed. This ra lead remains in service. No adverse patient effects were reported.